Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Parent information.

Event description:
The patient was undergoing a coil embolization procedure in the epigastric artery using pod packing coils (pod pc), lantern delivery microcatheter (lantern), and a diagnostic catheter. During the procedure, the physician placed the diagnostic catheter in the target vessel. Next, the physician advanced the lantern through the diagnostic catheter and started to advance the pod pc through the lantern. However, while advancing the pod pc, the physician noticed the lantern was not advanced all the way out of the diagnostic catheter and into the vessel; consequently, the pod pc started to deploy in the diagnostic catheter. Therefore, the physician decided to retract the pod pc. However, while retracting, the physician experienced resistance and the pod pc had unintentionally detached inside the diagnostic catheter. Therefore, the lantern and diagnostic catheter was removed containing the detached pod pc and the coil was flushed out. It was also reported that the physician decided to use a new lantern, there was no noticeable damage to the lantern. The procedure was completed using a new pod pc and lantern with the same diagnostic catheter. It was no report of an adverse effect to the patient.